Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while dissecting the gall bladder, the insulation closer to the tip of the shaft melted and peeled off while the l-hook cautery was in use. The insulation failed, and caused a small non-severe burn to the hepatic bed. It was reported the electrocautery was set to 40 watts. Another device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. Visual inspection of the returned product and inspection of the photograph provided by the account found that the distal end of the sleeve was observed to be melted and charred and that the tip of the device was observed to be burnt. Device conductivity was found to function properly when tested by attachments to the distal tip and the cautery connector. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the reported condition may occur when the sleeve of the device is not fully retracted during use or\and the tip of the device contacts conductive irrigation fluid or other conductive material such as metal. The instructions for use (IFU) for the device clearly states in numbers six and seven respectively: ¿when using electrocautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode.¿ and ¿when using electrocautery, ensure that the electrode is not in contact with conductive irrigation fluid, as this may compromise discharge of energy from the electrode.¿ the root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.